Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high, in-range pacing impedance was observed on the atrial lead. The lead was replaced to resolve the event and the patient was in stable condition.